Event description:
It was reported that balloon deflation failure occurred. The 5.00 x 32mm synergy drug eluting stent was correctly implanted to treat the target lesion. Afterward, the delivery system balloon was deflated for 2 minutes but there was a deflation issue, and the balloon could not be passed through the guide catheter. The procedure was completed successfully and there were no patient complications.